Manufacturer narrative:
It was reported by customer that the infusion line had pulled apart at a connection. One sample was received for quality investigation. Visual examination of the sample indicates that the tubing separated at the most distal y-site smartsite outlet port. Further investigation of the separation location indicates that there is an absence of bonding solvent at the union location. The investigation was forwarded to the manufacturing facility for further evaluation of the root cause. After investigation, separation between tubing/y-site (body) could be related to an incorrect insertion of tubing to solvent dispenser by the production personnel due to opportunities with the solvent dispenser. Similar issues have been previously identified and an accessory to be implemented to the solvent dispenser that assists the production personnel in guiding the tubing to the insertion point. The lot number of the sample was manufactured before the actions were implemented. A device history record review for model 2420-0007 lot number 24115025 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by customer that magnesium sulfate infusing through IV line for over. 24hours without issue. Rn entered room and discovered line had pulled apart at a connection. Infusion was re-established with a new tubing.